Manufacturer narrative:
For 9 of the 11 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The bag to vent switch was replaced to resolve 3 reported event, the bag to vent microswitch was replaced to resolve 3 events, the flow sensor replaced to resolve 1 reported event, and bag to vent switch and solenoid replaced to resolve 1 reported event. For 1 reported event, the adjustable pressure limit valve was found defective and recommended for replacement. For 1 reported event a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the reported event, the distributor performed checkout of the system.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced mechanical problems causing loss of ventilation. 3 units lost the ability to mechanically ventilate, 3 units experienced a malfunction of the bag to vent switch preventing selection of ventilation modes, 2 units reported for malfunction of adjustable pressure limit valve, 2 units reported for a malfunction preventing the selection of desired ventilation mode, and 1 unit reported for a bag to vent switch failing intermittently to switch between ventilation modes. These reports were received from various sources. Of the 11 events, 8 did not involve patients, and 3 did involve patients. There was no patient information available.